Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The procedure was completed by resetting the residual current device (rcd) and restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was shutting down and tripping a breaker when performing exposure. Review of the log file shows a long gap indicating sudden loss of hospital mains power, confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that system was getting off and mcb was tripping and requested onsite support. The philips field service engineer (fse) checked the system onsite and found molded case circuit breaker (mcbb) had issue due to which it tripped. To resolve the issue, the fse purchased mccb locally and replaced. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If system shutting down issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system shutting down error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was shutting down and tripping a breaker when performing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.